Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed human chorionic gonadotropin (lhcg) result. Hsc review of the instrument data logs indicated that the discordant result was flagged with an abnormal assay test report message for the accompanying hemolysis, icterus, lipemia (hil) sample. Hil is a specimen quality screen. The instrument filter data shows the equivalent of no specimen or no hcg delivered to the reaction. Based on the hil result test report message, the issue is consistent with no sample delivery. The cause of the event is unknown. This event does not represent a product non-conformance. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed human chorionic gonadotropin (lhcg) result was obtained on a patient sample on the dimension exl system. The initial result was reported to the physician who questioned the result. The same sample was retested on the same system and a higher result was obtained. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant depressed lhcg result. There was no report of adverse health consequences as a result of the discordant depressed lhcg result.